Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low battery alarm or short battery life, replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer confirmed the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. Mmt-1884 was requested for return and the customer response was that the device will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 11.0 received the lowbatteryalert (104) on 06/13/2025 22:41:00 faster than expected at 3.1 days. Battery cycle 7.0 received the lowbatteryalert (104) on 06/10/2025 17:43:00 after more than 7 days at 14.97 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/26/2025 10:53:01 after more than 7 days at 18.52 days. Customer did experienced an unexpected power loss of less than 7 days in the history records, an unexpected low battery alert - fault 104 was noted on 06/13/2025 22:41:00. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, and scratched case. Replace battery alarm and replace battery soon message were not confirmed during testing. An unexpected battery power loss and charge/battery lasts less than expected were confirmed during analysis, customer experienced an unexpected power loss of less than 7 days per the pump history records, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.